Manufacturer narrative:
The hill-rom technician found the lift arm had been pulled off the mast. According to the service manual for uno 102 (3en5000401 rev 07), the following shall be checked at periodic inspection: flexlink arm to mast - with the sling bar hanging in its lowest position, manually raise the sling bar and flexlink arm. Verify that the flexlink arm lowers and raises freely. If the flexlink is binding, the screw is too tight.- inspect the plastic protective cover shells for cracks, deformation or gaps. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. No further information is available on the repair of the lift at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplementary report.

Event description:
Hill-rom received a report from the customer stating the staff was moving the patient from the bed to the bathing chair. When the lift was moved from the bed and the lift is turned around, the bolt that holds the lift arm is released and the patient fell into the bed. There was no patient/user injury reported. The lift was located in the patient's apartment. (B)(4).

Manufacturer narrative:
The lift has been returned to liko for investigation. Upon evaluation it was noted that the plastic screw cap for the nut on the lift arm assembly was broken. There was no washer between the nut and the screw cap (according to valid assembly instruction in 2007). The most likely root cause is that the protective cap for the nut has been broken/sheared off and has allowed the sleeve/bearing to wear through the lug until it does not take any load causing the pivot for the lift arm to fail and the patient to drop to the bed surface below. In 2008 hill-rom liko implemented a design change and a washer has been added between the nut and the protective cap from rev. 6, 2008-04-29 [3] in the assembly instruction. With a washer on both sides of the screw, the parts are secured axially not allowing the parts to slide apart. According to the complaint handling document, it can not be confirmed if periodic maintenance has been conducted on the lift according to the recommended schedule.

Event description:
Hill-rom received a report from the customer stating the staff was moving the patient from the bed to the bathing chair. When the lift is moved from the bed and the lift is turned around, the bolt that holds the lift arm is released and the patient fell into the bed. The lift was located in the patient's apartment. There was no patient/user injury reported.